Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:33:35. During night drain cycle four, the patient's ultrafiltration reading was 1686ml, indicating the home patient drained 1686ml more than their maximum programmed fill volume of 2500ml. No additional information is available.